Manufacturer narrative:
MFR filled out section f. Date of event is questionable since MFR received report on 02/10/1997.

Event description:
A dialysis facility reported that there was excessive fluid removal during a hemodialysis treatment. It was reported that 2 liters of fluid was removed from a pt in 1.5hrs. Pt was given 800 cc. Of fluid and removed from the machine early with no problems. Additional clinical info requested from facility. No response has been rec'd yet.